Event description:
(B)(4). Same case as MDR#2134265-2013-02540 and 2134265-2013-03019. It was reported that during an angioplasty treatment procedure, chest pain occurred. In (B)(6) 2013, the patient presented with substernal chest tightness, dyspnea, palpitations and resting discomfort. The subject was diagnosed with unstable angina (ccs class: IV) and was hospitalized on the same day. Cardiac catheterization was recommended. The 70% proximal edge in-stent restenosis of the previously placed study stent in the 1st diagonal was treated with cutting balloon angioplasty using a 2.50 x 10 mm non-bsc balloon resulting in 0% residual stenosis. During the procedure, the patient experienced chest pain or pressure and was treated with morphine. The developed anginal symptoms with the passage of atlantic sr pro intravascular ultrasound (ivus) catheter and during balloon angioplasty with an unspecified bsc catheter. In addition, the patient experienced right groin pain, hip pain and bilateral hip pain which was treated with medication. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).